Event description:
The ge oec 9800 fluoroscopy system displayed filament regulator failure / low ma/kvp errors.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective high voltage tank that was removed and replaced and a snubber pcb that was also removed and replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.